Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead experienced intermittent loss of capture and pacing impedance measurements of greater than 2000 ohms. A lead fracture was confirmed via a chest x-ray. Surgical intervention was performed to explant the lead. No adverse patient effects were reported and the lead was replaced successfully with a new lv lead.

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt of the complete lead at our post market quality assurance laboratory, a thorough evaluation was performed. Visual analysis noted there was clavicle abrasion at 300-308 mm from the terminal pin with the coils crushed and fractured at 303 mm from the terminal pin. The lead did not pass a continuity test, further confirming the lead fracture. No additional testing was performed, and laboratory testing confirmed the field allegations of lead fracture.